Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The bending section cover glue was chipped, the angle wires were stretched, and the angulation had play. The pin on the electrical connector unit was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the ultrasound probe on the evis exera ii ultrasound gastrovideoscope had defects. No patient harm reported. The issue did not occur during a procedure. During the evaluation of the device, it was noted the acoustic lens on the probe unit was damaged (gap of adhesive). This report is to capture the reportable malfunction of the acoustic lens on the probe unit (gap of adhesive) was damaged noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the damaged acoustic lens likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.